Event description:
It was reported that the balloon detached. A 15mmx2.50mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During preparation, the balloon was noted to be hanging and detached. The procedure was completed with a different device. No patient complications were reported.